Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked and the pump was no longer functional, with the patient transitioning to backup multiple daily injections and being advised that the device was no longer watertight and would require replacement. Symptoms included no reported blood glucose impact. Outcomes included device replacement and continued glucose monitoring via the patient¿s existing cgm application or receiver. Investigation included technical review of the reported damage and collection of usage and return logistics information. Investigation of this case revealed physical damage to the touchscreen consistent with a cracked display, rendering the user interface inoperable and preventing safe use. It was concluded, based on previously established findings for similar reports, that the cause was damage due to external mechanical stress.